Event description:
Having fistulogram completed in (B)(6). Initial cutting balloon was used in procedure that ruptured that was fully recovered. A second balloon was used with the same result. A third balloon was used that resulted in resolution of the stricture.